Manufacturer narrative:
The previous investigation decision and summary were reviewed due to the additional information received. No changes were needed: product ID: 8703, lot# j94133079, implanted: (B)(6) 1994. Product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative (rep) regarding a patient who was receiving dilaudid 20mg/ml at 6.376 mg per day and bupivacaine 20 mg/ml at 6.376 mg per day and via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported the patient had increased pain. They had experienced no relief in the last three to four weeks. A dye study occurred at which time they couldn't aspirate. The catheter appeared broken and was going retrograde in x-rays as well. The plan was for a new catheter placement. The issue was not considered resolved at the time of report. The patient's status at the time of this report was listed as "alive - no injury". No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.